Event description:
Female pt went to see her primary doctor because 1 - 2 days after the non light activated chair side procedure (dash), her lips became swollen. The dentist, dr. (B)(6) advised that when she left the dental office she did not show signs of her lips swelling nor of any burns.

Manufacturer narrative:
The retain sample with the same lot number was tested and found to be within mfg specifications. The work order history of the gel was found to be appropriate and correctly reconciled.